Event description:
It was reported that the patient was admitted to the hospital, and the subcutaneous implantable cardioverter defibrillator (s-ICD) therapy was turned off due to the patient receiving an inappropriate shock (ias). The patient had been getting up from a lying down position at the time. Upon review of the device data technical services discussed that there was a marked reduction in the r-wave amplitude with resulting t-wave oversensing that led to the ias. It was discussed that the s-ICD had been programmed to the primary vector (as was the prior s-ICD since late 2018). The patient had received an ias from the prior device when it was programmed in secondary, due to small amplitude signals as well. Captures at that time had confirmed that primary was a good vector, with an r-wave of approximately 1.3 mv. Data from (B)(6) 2022, following implant of the current device, showed that the r-wave amplitude had been good after implant (approximately 2.0 mv). Review of the s-ICD counters in the log file showed a noticeable change starting in february 2025. The data was suggestive of possible clinical changes in the patient as variable morphology was observed on recorded atrial fibrillation (af) events as well as untreated events. Ts also discussed potential electrode movement (pulling back under the suture sleeve) and recommended reviewing and/or obtaining additional x-ray imaging of the s-ICD system to evaluate placement/movement. From the current captured electrograms the alternate vector appeared to be the most robust from an amplitude standpoint (approximately 0.8 mv) and 2x gain was suggested. Repeating provocative maneuvers was also recommended to evaluate sensing across postures. The s-ICD remains in service. It was additionally reported that the patient had developed left bundle branch block and received implant of a transvenous cardiac resynchronization therapy defibrillator (crt-d) system on (B)(6) 2025. It was planned to explant the s-ICD system at a later date.